Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, the surgeon tightened the setscrew and stated that the septum plug ¿popped out¿ while removing the hex screwdriver. No anomalies were observed with the hex screwdriver. The surgeon elected to reinsert the septum plug back into place and closed the patient. System diagnostic results showed normal device function. Attempts for additional relevant information will be made.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Corrected data: previously submitted mdrs inadvertently omitted the unique device identifier (UDI) for the suspect medical device. (B)(4). This report is being submitted to correct this information.

Manufacturer narrative:
.

Event description:
Review of device manufacturing records confirmed that the suspect device passed all functional tests prior to distribution. The screwdriver used during the surgery was discarded.